Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no impact to the customer's blood glucose level. Customer declined further troubleshooting from tandem technical support and continued to use the pump for insulin therapy.